Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" test 1: inratio 1.0, lab 15.0. Test 2: inratio 3.0, lab 4.3. Patient was taking 25mg of coumadin. Patient was hospitalized.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, test 1, inratio 1.0, lab 15, mean 8.00. Date: same day, test 2, inratio 3.0, lab 4.3, mean 3.65. Confidence limits unable to determine 2.2 - 5.3. Test 1 is done on different test date such as inratio (tuesday) and lab (thursday). Tests were done more than three hours. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. The comparative system has > limit of detection and inratio is < 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required.